Event description:
Subsequent to the previously filed report, additional information was received: the patient had a left occipital lobe cerebrovascular accident (cva) on (B)(6) 2014, evidenced on magnetic resonance imaging (MRI). The study site indicated this stroke was possibly related to the mitraclip device and procedure. The patient continues to have peripheral vision loss in the right eye. She was referred to her neurologist for further treatment as the patient had issues with bleeding while on dual anti-platelet therapy. There is no further treatment planned for the mitral regurgitation.

Manufacturer narrative:
(B)(4). (B)(6). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of worsening mr and stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This mitraclip delivery system report is being filed for recurrent mitral regurgitation (mr) and peripheral vision loss which are considered serious injuries. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with degenerative mr with posterior prolapse, reducing the mr from 4+ to 1+. At the 30 day follow-up visit on (B)(6) 2014, transthoracic echocardiogram noted recurrent mr grade 3+. The patient reported feeling slightly better with less breathlessness at the 30 day follow-up visit. There is no treatment currently planned for the recurrent mr. The physician is hoping for improvement at the next follow-up visit and will then consider other options. On (B)(6) 2014 the patient had a loss of peripheral vision that the study physician considered to have a possible relationship with the clip and clip procedure because he was concerned that there may have been thrombus on the mitraclip; however, a (B)(6) 2014 transesophageal echocardiogram found no evidence of thrombus. The neurologist suspected the cause of the vision loss was a small embolic stroke. A magnetic resonance imaging (MRI) is scheduled to confirm if the patient had a stroke. The patient had no other neurologic disturbances, no loss of strength or sensation on limbs, and no cognitive deficit. No additional information was provided.